Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 7 and 8 offline. The field service engineer (fse) replaced the module controller to restore communication. Coordinated with med bank support to configure the drawers and verified proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to restock medication as drawer 07-14 and key combo failed to open. However, there were no delays or adverse events or injuries reported based on this event.